Event description:
It was reported a neuroma was located at the lead insertion site and was found 8-10 months ago. The pt stated her stimulation and pain coverage are effective and not affected by the neuroma. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.